Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 5 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Event description:
Material no. Unknown batch no. Unknown it was reported that someone was having problems with a unspecified bd¿ 31g pen needle. The following information was provided by the initial reporter: bd employee texted him to let him know about a friend who was having problems with a 31 gauge pen needle. He was not able to provide a catalog or lot number.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown batch no. Unknown. It was reported that someone was having problems with a unspecified bd¿ 31g pen needle. The following information was provided by the initial reporter: bd employee texted him to let him know about a friend who was having problems with a 31 gauge pen needle. He was not able to provide a catalog or lot number.